Event description:
Caller reported receiving a cgm error. Blood glucose level was not adversely impacted. Cts provided complete pump reset information and assisted caller in resetting the pump, which resolved the issue as the error did not recur. Sensor session was successfully restarted.